Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error alert during the prime. The insulin pump had not been exposed to a strong magnetic field or MRI. The insulin was not cloudy or expired. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed basic occlusion and displacement tests. No motor error alarms were noted however, the insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. The insulin pump was received with cracked case at display window corners, reservoir tube lip, battery tube threads and severe scratches on display window.